Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent posterior lumbar fusion surgery due to lumbar fracture. Intra-op, the set screw slipped and was replaced with a new set screw. Product came in contact with the patient. No patient complications were reported.